Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081911) on 31-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain upper ("severe stomach pains") and pain in extremity ("severe leg pains") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain upper (seriousness criteria hospitalization, medically significant and intervention required), pain in extremity (seriousness criterion disability), back pain ("severe back pains"), amnesia ("memory loss"), alopecia ("hair was falling out"), amenorrhoea ("missed periods") and headache ("bad headaches"). The patient was treated with surgery (surgery to get tubes removed). Essure was removed. At the time of the report, the abdominal pain upper, pain in extremity, back pain, amnesia, alopecia, amenorrhoea and headache outcome was unknown. The reporter considered abdominal pain upper, alopecia, amenorrhoea, amnesia, back pain, headache and pain in extremity to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.